Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an antegrade approach. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel in the forearm. After a guide wire crossed the lesion, a 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, when the balloon was inflated, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.